Event description:
The contact called for help with the customer's meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer thought that her readings were too low, but no adverse events were alleged. The contact was able to reset the meter to mg/dl, and no product will be returned.